Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rash, concern with product, and itchiness.

Event description:
Patient reported "I have been experiencing a rash and itchiness" for an unknown side. Patient also reported being concerned with product due to recall. Healthcare professional later reported capsular contracture, baker grade unknown and exchange due to patient's concern with product. Device has been explanted.